Event description:
The customer reported that the tube makes a popping noise during fluoro shots, the left monitor goes black, and the control panel displays low ma and low kv error messages.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep installed the new x-ray tube and performed filament calibration. He set the maximum entrance dose rate to oec specs. The system functions as intended.